Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event country the united states. It was reported that the patient experienced the blockage in the infusion set tubing on (B)(6) 2026. No further information available.